Manufacturer narrative:
(B)(4). The alarm did not recur for 15+ minutes while the css and rn talked. At 2142 cst the css called the unit back and spoke to another nurse who is taking care of the pt now on night shift. The nurse stated that the alarm had recurred a few times since coming on shift, but was less than before on day shift. The nurse did state that when they discussed the volume change with the md, the md stated that they had the alarm right after insertion and the md was not concerned at this time that is was recurring occasionally. The css expressed to this nurse again to monitor for any blood in the driveline. The pt's groin was hyper extended by a couple of bath blankets under the left hip. The rn had no further questions and has the css's cell number to call in case of concern/questions/rupture/excessive alarm. The css received no further calls. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome was unchanged throughout the calls. Add'l info received on 05/03/2013 stated that the css spoke with the rn that had placed the call originally. The rn had limited info. The pt was taken back to the cath lab to have the iab removed as they were guessing the iab had ruptured and the pt was then placed on an impella device. The rn did not have a time/day when this was done. There were no strips sent originally. The impella was placed successfully and that was all the rn knew of the pt. F/u report will be filed if add'l info becomes available.

Event description:
It was reported via a call from the intensive care unit rn to the clinical support specialist (css) at 1752 cst related to he (helium) loss alarms (intra-aortic balloon pump s/n (B)(4)). The pt is a (B)(6) male, (B)(6) tall with a 30cc intra-aortic balloon (iab). Pressures are currently 92/50 aug 50, 1:1 assist, gtts include amio, levo, dopamine (high dose), propofol. The rn explained that the alarm had been occurring since admission to the unit every 20 minutes and is now happening every 10 minutes on average. The rn confirmed there is no blood in the helium driveline. The pt is of normal stature, no visible kinking, no tortuous anatomy reported during admission to the cath lab and no ectopy noted. The css had the rn check the plateau pressure and it is currently 117 mmhg and aug is 85-90mmhg. The css had the rn decrease the volume of fill to 28 cc at which the plateau is now reading 104. The css then suggested that the rn attempt to hyper extend the groin to alleviate any internal kinking present. The css gave the rn the direct cell number in the event that the alarm recurred or blood was noted in the drive line. The css did not receive any calls back.

Manufacturer narrative:
Manufacturer control no. (B)(4). Device evaluation: the iab assembly was returned with the teflon sheath with sidearm for evaluation. The sheath was located approximately 23.9cm from the iab distal tip. The tip of the sheath stopped at the base of the balloon but was not over the balloon. The bladder was unwrapped. Dried blood was observed on the exterior of the bladder, sheath, cath-gard and cuffs, bifurcate and short driveline tubing. Blood was noted inside the sidearm tubing. The one-way valve was tethered to the short driveline tubing. A large radius 90 degree bend was found approximately 56.3cm from the iab distal tip. This bend may have been caused by return packaging, as evidenced by the way the catheter was packed. There was no indication of blood inside the bladder or elsewhere in the helium pathway. The tip of the iab was placed in water. A 10cc syringe was connected to the luer end of the central lumen. The plunger was pulled back on the syringe and aspirated water through the central lumen. The syringe was disconnected, filled with water and reconnected to the iab. The plunger was depressed and water exited the central lumen. An in-house, 0.025 inch spring wire guide (swg), was back loaded through the distal tip of the central lumen and met resistance at 5.4cm and 57.8cm. A slight bend was observed in the central lumen at the first location and the second location is consistent with the large bend noted above. The iab was connected to the leak tester, submerged in water and pressurized. The bladder inflated and no leaks were detected in the bladder, catheter, or central lumen. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The one-way valve was attached to the short driveline tubing and a vacuum was pulled on the iab. The vacuum held for at least 1 minute. No bulging was noted with the bladder furl. The lab was inserted into the "t" tube. The iab was pumped for a minimum of 5 minutes. The bladder did inflate properly with each beat. A clinician was consulted to examine the balloon pressure waveform, and it was determined that the balloon was inflating properly. Strips were generated. The intra-aortic balloon pump (iabp) was evaluated by a teleflex field service representative. The pump's 1 psi relief valve failed functional testing during investigation. Failure of this component may trigger helium loss alarms, but these alarms could not be reproduced during the everett investigation. Although the alarms reported could not be reproduced, they are most likely related to the pump issue and not to the catheter. The cause of failure of the component could not be determined. Conclusion: the reported complaint of repeated helium loss alarms could not be confirmed. The catheter passed all functional testing, and no problem was found on the sample. Examination of the pneumatic control switch (pcs) assembly of the iabp used with this iab determined that the 1 psi relief valve presented intermittent failure. This failure is consistent with the difficulty reported for this event.

Event description:
It was reported via a call from the intensive care unit rn to the clinical support specialist (css) at 1752 cst related to he (helium) loss alarms (intra-aortic balloon pump s/n (B)(6) the patient is a 66 year old male, 6 ft tall with a 30cc intra-aortic balloon (iab) pressures are currently 92/50 aug 50, 1 1 assist, gtts include amio, levo, dopamine (high dose), propofol. The rn explained that the alarm had been occurring since admission to the unit every 20 minutes and is now happening every 10 minutes on average. The rn confirmed there is no blood in the helium driveline. The patient is of normal stature, no visible kinking, no tortuous anatomy reported during admission to the cath lab and no ectopy noted. The css had the rn check the plateau pressure and it is currently 117 mmhg and aug is 85-90mmhg. The css had the rn decrease the volume of fill to 28 cc at which the plateau is now reading 104. The css then suggested that the rn attempt to hyper extend the groin to alleviate any internal kinking present. The css gave the rn the direct cell number in the event that the alarm recurred or blood was noted in the drive line. The css did not receive any calls back. The alarm did not recur for 15+ minutes while the css and rn talked. At 2142 cst the css called the unit back and spoke to another nurse who is taking care of the patient now on night shift. The nurse stated that the alarm had recurred a few times since coming on shift, but was less than before on day shift. The nurse did state that when they discussed the volume change with the md, the md stated that they had the alarm right after insertion and the md was not concerned at this time that is was recurring occasionally. The css expressed to this nurse again to monitor for any blood in the driveline. The patient's groin was hyper extended by a couple of bath blankets under the left hip. The rn had no further questions and has the css's cell number to call in case of concern/questions/rupture/excessive alarm. The css received no further calls there was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome was unchanged throughout the calls. Additional information received on 03may2013 stated that the css spoke with the rn that had placed the call originally. The rn had limited information. The patient was taken back to the cath lab to have the iab removed as they were guessing the lab had ruptured and the patient was then placed on an impella device. The rn did not have a time/day when this was done. There were no strips sent originally. The impella was placed successfully and that was all the rn knew of the pt.